Event description:
After predilatation of a 90% in-stent restenosis (non-cordis stent) the 2.5x28mm cypher was delivered to the mid-distal rca. Although the sds was able to cross the proximal portion of the rca, it became stuck at the proximal end of the mid rca and was removed from the patient. Pre-dilation was again conducted and a second cypher was implanted in the proximal rca. The physician then tried to redeliver the 2.5 x 28mm cypher through the previously implanted cypher, but it could not track through. The physician then noted that the stent had flared and removed the device from the patient. Poba was then conducted, and the procedure was finished successfully. There was no patient injury reported. The physician did not indicate any anomalies in the unit prior to use. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems.